Event description:
Reported indicated that a vns patient would have his vns replaced due to pain under the arm. The pain was believed to be due to the placement of the generator and was not related to device stimulation. There is no suspected malfunction of the device. The explanted generator has been returned to the manufacturer for analysis however, device evaluation has not been completed.